Event description:
The quality assurance technician reported that during routine testing of the device at the service center, the pins on the main cable assembly were found to be damaged. There was no pt involvement.

Manufacturer narrative:
This complaint is confirmed by the quality assurance technician. The pin #13 bent and touching pin #29 and pin #30. The bent pins were not being utilized and the central control monitor functioned as intended. The main cable assembly to be replaced by service department. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.